Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(4), batch: a000136100.

Event description:
It was reported that the patient's granddaughter violently struck the patient's battery site while playing. As a result, the patient experienced ineffective stimulation due to high impedances on one of their leads. It is unknown which lead contributed to the issue. Surgical intervention occurred on 03apr2023 during which the leads were explanted and replaced to address the issue.